Event description:
During the index procedure, the physician used a complete se stent was implanted due to persistent residual stenosis after treatment of a lesion (r-1) located in the right sfa. Approximately 26 months post the index procedure, the patient expired, cause of death is currently unknown.

Manufacturer narrative:
Update to clarify date of death : (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of death is (B)(6) 2015.